Manufacturer narrative:
Device evaluation is now completed. This supplemental report is being submitted to provide this information. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing and at the time of shipment. Manufacture date is not known. The device was returned for evaluation for the issue of fuzzy image and no picture. The user complaint was confirmed. Visual inspection found the tip of video plug has minor dents. The device was then checked with the video system center cv-190; no image was displayed, there was only noise on the screen. The device also failed the water leakage test due to the cracks on the plug underneath the serial plate. The charge couple device (ccd) appeared to be normal and displaying images when connected with test cable. The problem was isolated to the cable. The cracks on the plug, caused by user handling, likely contributed to no image problem since it caused the device to fail water leak test and electrical short in the cable. General probable causes associated with this issue are: dirt on the electrical contacts of the connector. Moisture on the electrical contacts of the connector. Connecting the processor with the power on. Flooding in the inside of the device. Cable was broken. The instruction for use (IFU) manual, precautions against frozen or lost endoscopic images, states: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The instruction for use (IFU) manual, connecting, states: turn the video system center off.

Manufacturer narrative:
There is no additional information available yet for this event. Event date is unknown. The device has been returned but device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, the device yielded fuzzy image or no image. There was no patient involvement reported.